Event description:
In a literature article, the author cited a study in which a surgeon presented the following events after shunt implantation: two cases of early hypotony, four cases of choroidal effusions, one case of flat anterior chamber, two cases of hypotony maculopathy, two cases of hyphema, three bleb leaks, and one case of endophthalmitis. The surgeon also presented five cases of device failure; two of those required secondary surgical intervention. No pt identifiers were provided for any of the cases presented. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Device history record could not be reviewed because, the lot or serial numbers were not provided by the reporter. No root cause could be identified by the investigation. Attempts to obtain additional information were made; however, the surgeon was unable to provide further information. Citations: kathryn b. Friedl, marlene r. Moster. Express shunt surgery: preferred glaucoma surgery in residency training? Surv ophthalmol. 2012;57, 372-375. Peter j. G. Maris, jr, kyoko ishida, and peter a. Netland. Comparison of trabeculectomy with ex-press miniature glaucoma device implanted under scleral flap. Journal of glaucoma. 2007;16. 14-19. (B)(4).